Event description:
It was reported that the patient had an infection. The reporter indicated that the patient ¿did not feel right¿ the day after the im plantable neurostimulator (ins) was implanted. The patient reportedly ¿looked in the mirror and saw a section, 6-7 inches, that was dark purple, light purple, and yellow that was all the way down the patient¿s buttock and going towards her stomach¿. At the time of the report, the patient still had ¿a little streak¿. The patient saw her healthcare provider (hcp) and was given ¿another week¿ of antibiotics. It was noted that the patient was scheduled for a follow-up appointment on (B)(6) 2013. If additional information becomes available a follow-up report will be submitted.

Event description:
Follow-up with the patient¿s healthcare provider (hcp) indicated that perioperative antibiotics were administered. The date of onset of the infection was (B)(6) 2013. It was unknown if a culture was obtained. Signs and symptoms of the infection were redness, swelling and pain. It was noted that the patient did not have meningitis.the reporter indicated that the patient was administered oral antibiotics. The infection reportedly resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va06p0g, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).